Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. (B)(4).

Event description:
Upon follow up, the doctor reported error message occurred during calibration. No patients were involved. Laser head needed to be replaced.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Software revision is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a laser head error. Additional information has been requested.